Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 11-sep-2015. It describes the occurrence of pregnancy with contraceptive device and device ineffective in a (B)(6) female patient who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2015. Physician reported that the placement procedure report did not mention any particular placement problem. Plain abdomen x-ray of control was ok. Patient experienced pregnancy with contraceptive device and had an elective abortion. No further information was provided. Follow up information received on 29-sep-2015 from physician: essure was inserted on (B)(6) 2014. The patient was 4 months post-partum at time of essure insertion. Prior to the insertion no abnormal uterine findings were observed. The patient used minipill from (B)(6) 2014 as alternative contraception after essure placement. The confirmation test was done by x-ray on (B)(6) 2014 and confirmed tubal occlusion. The patient was advised by the doctor to rely on essure based on the result of the test. She became pregnant and the pregnancy was confirmed by physician. Patient plan for pregnancy was to continue the pregnancy, but she had a spontaneous abortion. Essure was not in situ after diagnosis of pregnancy. On (B)(6) 2015, essure was removed by laparoscopy. The removal procedure was medically necessary and was also removed because of patient request. During the procedure, it was observed that essure on right side was in uterine horn and myometrium (uterine fundus) and the coil on left side was well placed. No pathology results, no signs of infection or inflammation were observed. Case upgraded to incident. Follow up information received from the health authorities in (B)(6) on 14-oct-2015: nca reference number (B)(4) was added. No other new medical information was provided. Product technical complaint (ptc) investigation and final assessment were received on 15-oct-2015: the bayer reference number for the ptc report is: (B)(4). Final assessment for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 16-oct-2015 for the following meddra preferred term: embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted, got pregnant and had a spontaneous abortion. Essure was not in situ after the diagnosis of pregnancy; it was removed by laparoscopy 15 months after insertion and the right implant was found in uterine horn and myometrium (interpreted as embedded device). These events were considered serious due to medical significance. Pregnancy and device embedded are listed events in the reference safety information for essure, while spontaneous abortion is unlisted. In the present case, the onset date of pregnancy was not informed. It was reported that essure was not in situ after diagnosis of pregnancy (later it was found that right implant was embedded). However, since it is not known whether essure was embedded first and the pregnancy followed, or whether it was in place during the conception and embedded later, a contraceptive failure cannot be excluded. Spontaneous abortion is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not reported. However, given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. Regarding event device embedded, the exact onset date was not reported. Confirmation test performed 3 months after insertion showed tubal occlusion. After the patient got pregnant it was found that essure was not in situ. During laparoscopy the right implant was found in uterine horn and myometrium. Considering the nature of this event, causality with essure cannot be excluded. This case was upgraded to incident due to required intervention (laparoscopy for essure removal). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Follow up information received on 26-oct-2015: product technical complaint (ptc) investigation result was updated. Ptc global number: (B)(4). No major changes. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 29-oct-2015 for the following meddra preferred terms: pregnancy with contraceptive device. The analysis in the global safety database revealed (B)(4) cases. Embedded device. The analysis in the global safety database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Company causality comment: this medically confirmed spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted, got pregnant and had a spontaneous abortion. Essure was not in situ after the diagnosis of pregnancy; it was removed by laparoscopy 15 months after insertion and the right implant was found in uterine horn and myometrium (interpreted as embedded device). These events were considered serious due to medical significance. Pregnancy and device embedded are listed events in the reference safety information for essure, while spontaneous abortion is unlisted. In the present case, the onset date of pregnancy was not informed. It was reported that essure was not in situ after diagnosis of pregnancy (later it was found that right implant was embedded). However, since it is not known whether essure was embedded first and the pregnancy followed, or whether it was in place during the conception and embedded later, a contraceptive failure cannot be excluded. Spontaneous abortion is the most common complication of early pregnancy. This is considered to be due to a high number of abnormal embryos presenting with either chromosomal and/or gross morphological abnormalities. In this case, the gestational age was not reported. However, given the pathophysiology of the event and considering that a mechanical interference of essure micro-inserts in early developing pregnancy is unlikely, this event was assessed as unrelated to the insert. Regarding event device embedded, the exact onset date was not reported. Confirmation test performed 3 months after insertion showed tubal occlusion. After the patient got pregnant it was found that essure was not in situ. During laparoscopy the right implant was found in uterine horn and myometrium. Considering the nature of this event, causality with essure cannot be excluded. This case was upgraded to incident due to required intervention (laparoscopy for essure removal). The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events, the lack of efficacy and a quality defect. No further information is expected.